Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with uss fracture mis construct for a fracture on (B)(6) 2012. During a follow-up visit by the patient, it was noted that the pre- and post-operative radiologic image(s) showed everything was okay; however, the patient complained of back pain related to the operation area. New pictures were taken revealed that the green nut on the mis fracture clamp on one of the schanz screw is loose and is placed besides the clamp. It is unknown how the device became loose. The surgeon plans to remove the implants, date unknown. This report is for the unknown mis fracture clamp.